Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively. The user may have applied force to the cable, e.g. Twisted, which resulted in the cable break therefore no video (image) was displayed. The instruction for use (IFU) states the following guidelines: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The issue was due to a faulty cable unit. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, during preparation for use for a procedure, the high-definition camera head was plugged in, and no video/image appeared. No patient harm reported.